Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check of implantable pulse generator (ipg), the physician questioned the longevity of the device. Evaluation of ipg data revealed the threshold on the atrial lead had increased, and exhibited rising since (B)(6) 2016. The ipg exhibited premature battery depletion. The ipg and atrial lead settings were re-programmed and the product remains in use. No patient complications have been reported as a result of this event.